Event description:
It was reported that the film exposure on the 2600 system did not match the fluoro. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Adjusted the film alignment and verified beam alignment tool centered on film. Collimator blades were mechanically adjusted. The system was tested and found to be working as intended and placed back into service.